Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -3.5/+2.0/102 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation and low vault. The problem was not resolved. Reportedly the lens remains implanted.

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticm5_12.6, -3.5/+2.0/102 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned but did not resolve the problem. The lens was exchanged for a longer length lens on (B)(6) 2021 due to low vault with rotation. This resolved the problem. Claim # (B)(4).